Manufacturer narrative:
Patient information is unknown. Additional product code: hwc. (B)(4) device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for sterilization was completed: no deviation found. Manufacturing location: (B)(4). Manufacturing date: may 08, 2015. Expiry date: april 01, 2025. A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. There are slightly scratches visible. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Additional the material was checked with the result, that the correct material was processed. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery for supracondylar femur fracture applying distal femoral nail (dfn) took place on (B)(6) 2016. After the surgeon completed the spiral blade insertion, he found that the distal spiral blade was out of bounds. He eventually removed the spiral blade, connected to the insertion handle in question, and reinserted after he measured the length again. The surgery was completed successfully. There was a thirty (30) minute surgical delay. No adverse consequence was reported. This is report 4 of 4 for (B)(4).